Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, h6.

Event description:
Healthcare professional reported "no complaints against the device". Healthcare professional later reported "this implant was found to be upside down" and "implant was placed back into the pocket". This record is for the left side. Device was reimplanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "implant was placed back into the pocket".

Event description:
Healthcare professional reported "this implant was found to be upside down" and "implant was placed back into the pocket." The device was reimplanted.